Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the external canister and tubing, the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no patient involvement.